Event description:
Additional information was received providing answers from the following questions: 1. Can you please confirm the lot number of the reported product: 4799152. 2. What was the affected side? Left/right: right.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d6b. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. Product description- actis collared std size 3. Product code- 101011030. Lot number- 4799152. Quantity manufactured: (B)(4). Date of manufacture: 28-apr-2025. Date of expiration: 31-mar-2035. IFU #: 090200875 - IFU actis hip. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description- actis collared std size 3. Product code- 101011030. Lot number- 4799152. Quantity manufactured: (B)(4). Date of manufacture: 28-apr-2025. Date of expiration: 31-mar-2035. IFU #: 090200875 - IFU actis hip. Device history review: quantity manufactured: (B)(4). Date of manufacture: 28-apr-2025. Date of expiration: 31-mar-2035. IFU #: 090200875 - IFU actis hip.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a size 3 actis stem was opened. Upon opening, the surgeon noticed it was a size 4 marking on the stem. The sticker and packaging matched the size 3, but the stem did not. Surgeon was happy with the larger size, implanted it, and was happy with the final product, despite being told there was an additional smaller size as backup. The final product was approved and the surgeon enjoyed the construct. Doi: (B)(6) 2026 dor: n/a affected side: unknown.